Event description:
It was reported that the pt was implanted with a biolox liner on (B)(6) 2012. On (B)(6) 2012, the pt went to his doctor's clinic because he "heard sound coming" from his hip. After orthopaedic and radiologic eval the pt was kept in the hosp. On (B)(6) 2012, the pt underwent revision surgery due to breakage.

Manufacturer narrative:
The device is on it's way to the MFR for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).